Event description:
It was reported after a refill, the healthcare professional (hcp) tried to update the pump programming and a safe state appeared with an eos (end of service) message. A critical alarm occurred. Hospitalization was required as a result of the event. The pump was used to deliver morphine, prialt/ziconotide and another unknown drug. No patient symptoms were reported and the outcome of the event was unknown. Additional information has been requested.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the pump was implanted for almost 7 years. It was additionally reported that the pump had been implanted approximately 1 year (previously reported as ¿almost 7 years¿), as of the time of the event. It was noted that ¿refill need to be done twice a week, all was right and 3 days later, pump was eos (end of service).¿ it was noted that no alarm was heard by the patient that would indicate that the pump was in eri (elective replacement indicator) condition. The patient had no symptoms and no pain. No flex bolus was in progress while the previously reported safe rate occurred, and there was no MRI (magnetic resonance imaging) associated with the safe rate. It was further noted that there were 3 hospitals/physicians involved in care of the patient. The company representative planned to access the n¿vision (programmer), which was used on the device, to obtain the latest information about the device in january; no logs were available as of the time of the report. The pump was being used to deliver prialt (0.45 ml daily dose), morphine 50 mg/ml (2.5 ml daily dose), and naropeine 20 mg/ml (daily dose ¿40 ml,¿ previously reported as ¿another unknown drug¿). No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
It was further reported that there were no interventions performed in relation to the eos and safe rate. The patient¿s outcome in response to the eos and safe rate was reported as ¿no specific outcome.¿ it was also noted that the company representative was unable to confirm the naropeine daily dose as ¿40 ml,¿ the concentration of the prialt, and could not resolve the pump implant date discrepancy of ¿implanted 7 years¿ and ¿1 year,¿ as they did not have a print out to confirm. No outcome was specified, and additional information could not be obtained at the time of the report. Should additional information be received, a supplemental report will be filed.

Manufacturer narrative:
(B)(4).